Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr), with an mr grade of 4. The mitral leaflets were tethered and prolapsed. Imaging was challenging due to the anatomy. The first clip was implanted without issue. To further reduce mr, a second clip was implanted, however the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). A third clip was implanted to stabilize the slda clip. Mr was reduced to 1. The final patient outcome was good. There was no clinically significant delay and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported single leaflet device attachment/slda is due to the patient anatomy. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.